Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05980 and 2134265-2015-05982. It was reported that automatic pullback failure occurred. A 220v ilab ultrasound imaging system was used in conjunction with unspecified imaging catheter and pullback sled to visualize the unknown target lesion. However, the motordrive unit could not perform automatic pullback. It was noted that the hole connected to the sled was damaged. No patient complication was reported.

Manufacturer narrative:
Device evaluated by MFR: device was returned with a missing pullback gear in the assembly clutch. The motordrive unit 5 (mdu5) could not perform the pullback test because the missing gear on the pullback mechanism. Functional test was not performed because the complaint was confirmed by visual inspection. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-05980 and 2134265-2015-05982. It was reported that automatic pullback failure occurred. A 220v ilab ultrasound imaging system was used in conjunction with unspecified imaging catheter and pullback sled to visualize the unknown target lesion. However, the motordrive unit could not perform automatic pullback. It was noted that the hole connected to the sled was damaged. No patient complication was reported.